Manufacturer narrative:
Ics and m540 logs were provided. The m540 logs provided did not include the event log file and the alarm history logs were overwritten and therefore did not provide the alarms generated during the reported event time. The ics alarm history logs were reviewed, and it was confirmed that no vt alarms were received from m540 device identified for the date/time identified. Additional information including the m540 event log, what lead/s were selected for arrhythmia detection (ECG strips for the lead/s selected) & the vt alarm rate/count settings, however this information was not provided. Due to insufficient information, a root cause could not be determined.

Event description:
It was reported on (B)(6) 2025, at approximately 04:18 a.m., a ventricular tachycardia (vt) alarm lasting approximately nine minutes was not displayed at the central monitoring station. The patient parameters, including electrocardiogram (ECG) values, were transmitted and displayed correctly at the central station; however, no alarm notification was generated or displayed during the reported timeframe. There was no adverse patient impact.

Manufacturer narrative:
Draeger has started an investigation into this complaint, a follow up report will be submitted upon completion of investigation.

Event description:
It was reported on (B)(6) 2025, at approximately 04:18 a.m., a ventricular tachycardia (vt) alarm lasting approximately nine minutes was not displayed at the central monitoring station. The patient parameters, including electrocardiogram (ECG) values, were transmitted and displayed correctly at the central station; however, no alarm notification was generated or displayed during the reported timeframe. There was no adverse patient impact.